Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.